Event description:
Philips received a complaint by the customer on the v60 indicating that the central processing unit (cpu) tray cover and bottom foot kit needed to be ordered. Per a good faith effort (gfe) response received on 26 june 2026, the customer needed to attach the v60 to the stand-- the screw hole was stripped, and without it, the device was not secured to the stand. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Based on the information provided, the malfunction impacted the user¿s ability to use the device properly as the device was unstable on the stand. This investigation is ongoing.